Event description:
It was reported that the patient was doing well after primary hip surgery on patient's right hip. Patient complained of some pain and soreness sporadically and saw physician 3 or 4 times since primary surgery. Patient came in to office in august and was complaining of pain and surgeon took scans and tests for infection and all showed normal. Surgeon revised on (B)(6) 2012 and stated that stem was seated very well and patient had no infection but surgeon revised because surgeon stated that it seemed like neck was a bit short and could possibly be causing the pain and soreness so he revised. Surgeon explanted everything from primary surgery and replaced with a restoration modular system and surgery went very well.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.